Event description:
Customer reported that their device has a jammed lid and the lid won't open unless opened manually. The customer had extreme concern for use with people who are not familiar with the device. No pt was associated with the report.

Manufacturer narrative:
A replacement device was provided to the customer, and the device will be evaluated upon its return.